Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the smart device displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for evaluation. The reported receiver message for low transmitter battery was not confirmed via data, but the data evaluation did confirm a transmitter failure. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of a failed transmitter error.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. Performed share log review and there was no findings related to the customer complaint. The complaint confirmation of a low transmitter battery was not confirmed because there was no findings in the share data log related to the customer complaint. The root cause could not be determined as the allegation was not found.